Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative indicated the pump alarm was confirmed to be due to an empty pump. However, the hcp indicated there was enough medication in the reservoir that the pump did not go dry. The patient did not experience any symptoms. The cause of the empty pump was reportedly due to an error in booking the refill appointment. The pump was refilled on (B)(4) 2017 without issue. No further actions/interventions were required to resolve the issue. The issue was considered resolved and the patient was receiving effective therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who received lioresal baclofen (1000mcg/ml, 26 5.1mcg/day) in an implantable pump an unknown indication for use. An alarm was heard, but the hcp did not have access to a clinician programmer. The hcp believed the pump was empty. The alarm (presumably for empty pump) began on the morning of (B)(6) 2017. The hcp would be refilling the pump on (B)(6) 2017. There were no reported patient symptoms, but it was mentioned the patient went to the emergency room on (B)(6) 2017. It was reviewed no priming bolus would be needed, considerations for catheter and tubing patency/damage, and to monitor for volume discrepancy and efficacy. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative indicated the actual residual volume (arv) during the (B)(4)2017 refill was exactly 1ml.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.